Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, a rep contacted technical services to report a patient experiencing out of range high voltage lead impedance values of > 200 ohms. The patient presented asymptomatically in clinic for a routine follow-up. During the follow up the hvli trend was checked and it was noted that the rv-can and the rv-svc were both out of range. It was noted that this might suggest an issue with the rv coil and as there is no way to program around this, it was suggested to replace the lead. The patient's physician is to be consulted about performing a lead revision; the patient will continue to be monitored.